Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the facility and found that the reported issue was caused by a bad encoder. The fse replaced the encoder and recalibrated the camera arm to resolve the issue. The system was tested and verified as ready for use. Fs noted that the non intuitive motion on the camera arm was caused from a bad doa-encoder. The tfs exchanged the encoder and recalibrate the camera arm. System was tested and ready for use. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a prostatectomy assisted da vinci surgical procedure, an error was observed on the camera arm. An isi technical support engineer (tse) reviewed the system logs and found that an error had occurred on armnet 3, axis 3. Furthermore, the tse attempted rotating the camera but the issue persisted. The procedure was aborted post anesthesia and port placement. There was no report of patient harm, adverse outcome or injury.